Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the stapler was not able to fire when using this reload. They opened a new reload for replacement. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the stapler was not able to fire when using this reload. The device was not used in patient. They opened a new reload for replacement. There was no patient injury.